Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during a tlh procedure on (B)(6) 2022 when it was reported, ¿the surgeon noticed that there was no balloon at the tip when he removed the v-care once at the time of tlh. The balloon was still inflated and fell into the body, and since it was removed from the body, there was no residue in the body.¿. The procedure was reported as having been completed without any delay. There was no report of injury, medical intervention, or hospitalization for the patient. The reporter reported that all fragments were removed during the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, the device was returned disassembled. There is adhesive present on the distal tip of the device where the uterine balloon was attached. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 36 complaints, regarding 41 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00008. Per the instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during a tlh procedure on (B)(6) 2022 when it was reported, ¿the surgeon noticed that there was no balloon at the tip when he removed the v-care once at the time of tlh. The balloon was still inflated and fell into the body, and since it was removed from the body, there was no residue in the body.¿ the procedure was reported as having been completed without any delay. There was no report of injury, medical intervention, or hospitalization for the patient. The reporter reported that all fragments were removed during the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.